Manufacturer narrative:
Batch review performed on 30 june 2025: lot: 2429372: (B)(4) items manufactured and released on 14-jan-2025. Expiration date: 2029-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised: reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot: 2430414: batch review performed on 30 june 2025: (B)(4) items manufactured and released on 10-mar-2025. Expiration date: 2030-02-17. No anomalies found related to the problem. To date, 45 items of the same lot have been sold with 1 similar reported event during the period of review.

Event description:
Revision surgery at about 1 month post-primary to joint dislocation. The cause of the luxation is unknown. The surgeon revised the glenosphere, liner metaphysis and diaphysis were revised successfully.